Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not responding. No further information regarding the issue has been provided. No service has been performed by philips since the service was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not responding at all. The user performed a restart of the system, but the issue persisted. There was no reported patient or user harm. Philips has started an investigation of this complaint.